Manufacturer narrative:
The device is not available for investigation. Without the returned device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date and involved a spiros with unknown list, and lot number. The customer reported a leak of fluorouracil at the infusion area. A syringe was the mating device during the event. No other information was provided.